Manufacturer narrative:
Evaluation summary: a customer reported that the shunt was touched to iris from the following day after the surgery . No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned because there was no harm caused by this problem to the patient. The shunt remains in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. Additional information was requested and received. (B)(4)

Event description:
A doctor reported a glaucoma filtering device touched to iris following a procedure. The patient experienced hyphema and acute postoperative hypotony. The patient was treated with eye medication and suture lysis was also performed. The device remains implanted.